Event description:
During installation, the tomotherapy installation technician attempted to open the 70lb shielding door while the hinges were latched. The hinges broke and the door fell to the ground. There was no injury.

Manufacturer narrative:
The issue is currently under investigation and further corrective action will be forthcoming.